Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath only due to friction to the device can was noted at 13.1cm to 13.6cm from the connector pin caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External abrasion.